Event description:
It was reported that the insulin pump alarmed failed battery test, alarmed high blood glucose alert, and alarmed calibrate now. The blood glucose reading was 386 mg/dl. The customer stated that the insulin pump did not respond to a press of the act button to put in a number to calibrate. He stated that the time on the device was incorrect and was assisted with clearing the alarm and adjusting the settings. During the call, the insulin pump alarmed a high glucose warning of 400 mg/dl. The customer was advised to clear the alarm, and he stated that he was waiting for the sensor to update before treating with a dual wave bolus. He advised that he treated before falling asleep and that it took time for him to respond to the insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.